Event description:
It was reported that the patient underwent a reimplant surgery involving a spectra penile prosthesis (spp) due to unspecified reasons. During the procedure a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.